Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a blank display. Customer also reported changing their battery three days in a row. Customer stated they dropped the insulin pump in the past. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to confirm if the customer was able to recover the insulin pump's display by inserting a new battery. Customer's blood glucose was unknown at the time of incident. Customer declined to return the product for analysis.